Manufacturer narrative:
Health effect - impact code: f2201. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: "device rupture (contralateral side), breast implant illness (bii)".

Event description:
Patient representative reported right side capsular contracture, baker grade unknown, diagnosed by post surgical biopsy. Patient representative also reported the following symptoms, which are not device-related: breast implant illness (bii), depression, hair loss and extreme fatigue. The device has been explanted with complete anterior capsulectomy.